Event description:
It was reported that at implant the device was deemed to large for patient. Device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B)(4) the full lead was returned, analyzed, and no anomalies were found.